Event description:
Zenith implant procedure was performed in 2004. Initial procedure noted a type iii endoleak, which was treated with the deployment of two additional stents at the bifurcation of the main body graft. Type iii endoleak was still unresolved at hte conclusion of the procedure. In the latter part of january 2005, the pt was presented for a routine check-up at a different facility where the follow-up angiogram noted the presence of what was believed to be a type iii endoleak. Pt was sent to the lab in january 2005 for closer evaluation. There is was determined that the contralateral leg graft had been deployed in the ipsilateral limb of the main body graft. The op notes from the initial procedure were obtained, indicating additional stent placement, and complications encountered when attempting to resolve the visibile type ii endoleak. The endoleak was now identified as having occurred as a result of both grafts being deployed inside the ipsilateral limb. Based upon the op notes, it was determined after additional consulation, that an explant of the graft should be performed. The zenith aaa endovascular graft was explanted four days later and an open repair of the abdominal aortic aneurysm was preformed.